Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-12-31. H6: investigation summary: customer returned (1) loose 0.3ml insulin syringe. The consumer reported one syringe when removed needle shield needle assembly missing. The returned syringe was examined, and it was observed that the needle hub/shield assembly was detached from the barrel. No damage to the barrel tip was observed. A review of the device history record was completed for batch# 1088944. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Bd was able to confirm the customer¿s indicated failure (hub separates). CAPA pr1630423 has been opened to address this issue. H3 other text : see h10.

Event description:
It was reported that while using a relion¿ insulin syringe that hub separates from the device occurred two times. The following information was provided by the initial reporter: when removed needle shield needle assembly missing.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. Date of event: unknown.

Event description:
It was reported that while using a relion¿ insulin syringe that hub separates from the device occurred two times. The following information was provided by the initial reporter: when removed needle shield needle assembly missing.